Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while using the proximal femoral nailing system (tfna) augmentation, the surgeon injected 6cc of traumacem. After injection, the surgeon left the injection cannula within the patient because she didn¿t want the cement to leak into soft tissue. After voicing concerns about leaving the cannula several times, the surgeon tried to remove the cannula. However, the injection cannula was cemented into the tfna fenestrated lag screw. After trying to remove the injection cannula with force by a mallet, the injection cannula snapped off with the stem still in the patient. The buttress/compression nut and the blade/screw guide sleeve were stuck to the delivery cannula and were broken while trying to retrieve the cannula. After various attempts to remove the cannula, the surgeon felt that it was causing more harm than good by continuing to retrieve the cannula so then cut the cannula flush to the lag screw and left it implanted in the patient. The procedure was successfully completed. Patient outcome is unknown. Concomitant devices: buttress/compression nut (part: 03.037.016, lot: unknown, quantity: 1), tfna lag screw (part: unknown, lot: unknown, quantity: 1), mallet (part: unknown, lot: unknown, quantity: 1), traumacem(tm) v+ injection cannula (part: 03.702.121s, lot: unknown, quantity: 1). This report is for a blade/screw guide sleeve. This is report 2 of 2 for (B)(4).